Event description:
It was reported that during the surgical procedure, the glass cap fell from the end of the laser probe and the aiming beam came out of the distal end of the device. The fiber was replaced and the procedure was completed. There was no pt injury.